Event description:
It was reported that the implantable loop recorder (ilr) might be recording several false episodes as the ilr transmission showed a noisy ECG (electrocardiogram) on several auto-activated episodes as well as on a patient activated symptom episode. The patient experienced symptoms of pounding in their chest and feeling as though they were about to faint during the patient triggered event. Follow-up was conducted and it was reported that there was no reprogramming or intervention done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).